Manufacturer narrative:
The reporter's strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range: 2.7 - 3.3 inr): qc 1: 3.1 inr, qc 2: 3.0 inr, qc 3: 2.9 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
Occupation is lay/patient this event occurred in (B)(6). The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results on coaguchek xs meter serial number (B)(4) compared to a laboratory result with an unknown reagent. The meter result was 5.5 inr at 11:42. The laboratory result was 3.6 inr at 13:34. The therapeutic inr range is 2.0-3.0. The reporter stated he pressed his finger on the strip to get more blood. Due to the difference in results, the patient took half a tablet of coumadin less.